Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii lvas IFU rev. A and the heartmate ii patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient passed away due to multiple abdominal hemorrhages. The death was not considered device related, the device was noted to have operated as expected and would not be returning for evaluation. It was noted that diagnostic testing was used to confirm bleeding, but it was unknown what diagnostic testing was performed. It was noted that the patient and their family were not interested in treatment, and pursued comfort care electively deactivating the left ventricular assist device (lvad).